Event description:
Device malfunction: failure to deploy. Symptoms/ae: hypoperfusion, left arm and left leg weakness, right gaze deviation and left field cut. Time of symptoms/ae: during the procedure. It was reported that, during a right carotid artery stenting procedure, during attempted accunet filter placement, the patient developed left arm and leg weakness, right gaze deviation, and left field cut which were attributed to cerebral hypoperfusion. Accunet placement was unsuccessful, due to vessel tortuosity, and the stenting procedure was completed without the use of an embolic protection device. The symptoms initially resolved quickly with some residual left arm and leg weakness; however, two days following the procedure, the patient developed left arm and leg flaccidity. The patient was discharged to a rehabilitation facility 6 days later. No additional information is available.

Manufacturer narrative:
The rx acculink part #1011343-30, lot #6091851 referenced is being filed under MFR #3004742046-2006-00538.